Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the charging issue was due to a faulty battery. The internal battery was replaced to address the issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this issue concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device battery will not charge. The device was not used on a patient when the fault occurred, therefore, there was no patient involvement.